Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: biomet orthopak catalog #: 1067718 serial #: t26026, biomet soft-touch electrodes, 63 b catalog #: 106130-22 lot #: ni, unknown screw catalog #: ni lot #: ni. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0002242816-2018-00019.

Event description:
It was reported by the patient her toe was getting inflamed, the surgeon thought it may be an ingrown toenail. The patient changed from the 63 b electrodes to the 72 r electrodes and reported that seemed to resolve the issue. The patient followed up to report she scheduled a follow up appointment with her surgeon for the toe infection and inquired if she could be allergic to the adhesive. She reported she stopped using the unit and her "toe looks to be healing and the inflammation is much less." Upon follow up with the patient after her appointment she stated "the 63 b electrodes caused a seeping toe infection with a lesion." She states the surgeon prescribed cephalexin 500 mg and an oral antibiotic which she takes four (4) times per day. In addition, she states she also cleaned the toe with peroxide and applied neosporin ointment and a band-aid. She stated her "toe looked ever so slightly inflamed after using the 72 r electrodes but after taking a break in treatment for a day her toe looks good." She states she does not have sensitive skin. No additional patient consequences were reported.

Event description:
The patient's medical record was received from her recheck of her left foot on (B)(6) 2018. The record states the patient is "six months s/p revision left ip fusion. Was placed on a 10 day course of keflex on (B)(6) 2018 due to redness and tenderness. Admits to blood-tinged drainage, no purulent drainage. She has been soaking it in epsom salt daily. Was seen by her pcp who obtained new x-rays on (B)(6) 2018. Her pcp placed her on a 10 day course of cipro which did not help as much as the keflex." Foot and ankle exam states "left great toe: swelling, redness, and evidence of drainage around the medial side of the nail with some tenderness but no purulence. No motion at the ip joint." The assessment is "infected ingrown nail." The physicians office reported the patent is not healed and requested another unit be sent to the patient to continue treatment.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by the medical record provided. No product was returned for evaluation and no pictures were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, describe event or problem, relevant tests/laboratory data, other relevant history, initial reporter, report source, type of report and follow-up number, follow-up type, method code, results code, conclusions code, additional narratives/data. Multiple MDR reports were filed for this event, please see associated report: 0002242816-2018-00019-1.